Event description:
While deploying the 24 x 160 limb all was routine at the beginning. Dr. Adams was turning the gray turn knob to deploy the device. With about 2 stents left to finish we suddenly heard a "crack" noise. Instantly the gray turn knob was no longer engaged to grip and continue to deploy. At the same time the black lever fell off. After some frantic trouble shooting, we somehow were able to hold the gray sheath and pull the black handle to manually deploy. Once that pulled back enough the limb deployed as desired and patient was fine. Patient outcome: "patient stable."

Event description:
While deploying the 24 x 160 limb all was routine at the beginning. Dr. (B)(6) was turning the gray turn knob to deploy the device. With about 2 stents left to finish we suddenly heard a "crack" noise. Instantly the gray turn knob was no longer engaged to grip and continue to deploy. At the same time the black lever fell off. After some frantic trouble shooting, we somehow were able to hold the gray sheath and pull the black handle to manually deploy. Once that pulled back enough the limb deployed as desired and patient was fine. Patient outcome - "patient stable."